Manufacturer narrative:
Datascope service cleared the error logs and restarted the system. The errors were forwarded to research and development for review, where it was determined that the cause was a software issue addressed via modification request.

Event description:
The customer reported that while the panorama was in use monitoring patients along with telepacks at the bedside, the system displayed a blue screen when transitioning a patient from discharge to admit. No patient injury was reported.